Event description:
It was reported that the pump had an upstream occlusion and latch issue. Discovered during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. There was no prior service history. Review of event log found occlusion alarm present. Confirmed customer complaint of upstream occlusion (uso) and latch issue. Replaced latch lock mechanism and latch lock flex cable. Replaced uso sensor and uso seal. Upon further inspection the printed wire assembly (pwa) board was not communicating with uso sensor and replaced pwa board. Performed verification testing and device passed all test criteria.